Event description:
It was reported by the customer that the device will not power on. It was also noted that the charge pak, low power and service icons were displayed. There was no report of pt use associated with the reported events.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The cause of the reported problem was due to excessive current leakage on the digital pcb assembly which depleted the hlc batteries. The cause of the leakage was not determined. The customer received a replacement device.